Manufacturer narrative:
Ten cadd cassette reservoir were returned for analysis. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. Using a syringe it was tried to pass water through the sample in order to confirm the leakage. The ten (10) samples presented a leakage located in the top edge of the corner. The bag loading operation in the cassette line was reviewed; no discrepancies were found. The segregation practice where the burst test takes place in the magnus production line was reviewed; no discrepancies were found. The leak test was audited during ten (10) cycles, in order to verify that the leak test was properly performed; for each cycle five (5) units are tested. The leak test was performed according to the test method stated in the manufacturing procedure; no leakages were detected during the fifty (50) units tested. The most probable root cause is during assembly process in the bag loading operation the bag was not handled property.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the bag within this cadd cassette was leaking. The reported event was noticed while filling the cassette. There was no patient involved during the reported event.